Event description:
Microwave ablation: item, information: neuwave ref: (B)(4), lot: ml20045183, exp: 2024-01-01. Probe fractured during procedure when patient was moving, resulting in retained item and additional surgical intervention. FDA safety report ID # (B)(4).